Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging throat irritation and sore throat. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged throat irritation and sore throat. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. External investigation showed that there were no signs of contamination on the outside of the device. Investigation observed foam adhering to the tool confirming the presence of degraded sound abatement foam. Internal investigation showed that there were signs of contamination on the front panel and on the bottom enclosure. It was noted that there was contamination on the air inlet port and on the port cover. Upon inspection of the blower box, it was discovered that there was an unknown contaminate in the blower box. There were water spots on the blower fan and in the blower box. Investigation can confirm the contamination was observed in blower box, front panel, bottom enclosure, port cover and on air inlet port but there was no evidence of sound abatement foam degradation or breakdown.